Event description:
It was reported that during set up prior to a procedure at the user facility the micro drill medium straight attachment was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The attachment is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that during set up prior to a procedure at the user facility the micro drill medium straight attachment was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.